Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and reported that during a routine clinic visit to have device read, the patient felt device decrease and almost passed out. The patient stated that the field representative verified an error was made in device programming and promptly resolved the issue. No adverse patient effects were reported. This pacemaker remains in service.